Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Manufacture date request. Product details and implant date provided. Left hip revision. No further information provided . Update (B)(6) 2012 - revision due to metal debris reaction.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. Review of provided patient progress and operative notes indicates the patient has bilateral mom hips and has had several falls that resulted in groin pain. It was stated that the typical features of an alval or metallosis type reaction were not seen at revision. Patient post-primary/ pre-revision x-rays were not provided and implant positioning cannot be commented on. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.